Manufacturer narrative:
Testing and investigation found when the device was powered on, the display was blank. During a review of the device history multiple button ID: invalid alarm codes were noted. This was found to be due to a broken touchscreen assembly. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen not working right. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No add'l info was provided.